Manufacturer narrative:
(B)(4). The lot was manufactured november 18, 2014 ¿ november 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified through visual inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak from the filling port. There was no patient involvement. No additional information is available.